Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Photo provided in complaint. Photo provided shows one complete clear-cuff assembly with no visible damage. Without benefit of product being returned, unable to evaluate assembly to replicate complaint or determine what caused the reported problem. Unable to evaluate and determine any corrective action without returned unit for investigation. The manufacturing DHR review and the service history review found no evidence of an issue related to the complaint.

Event description:
It was reported that the hospital experienced an air leak during clinical use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.